Manufacturer narrative:
Evaluation summary: one instrument was returned with the jaws closed, in good visual condition and loaded with a partially fired cartridge that was noted to be in good visual condition. However, upon further investigation of the instrument, the articulation mechanism was noted to be damaged as the articulation gear bridge was found to be broken. The instrument was tested for functionality with a test cartridge and the staples malformed; in addition, the instrument was noted to have low pre-load force.

Event description:
It was reported that during a thoracoscopy procedure, the handle on the top broke off while being articulated. Pulled another device and finished procedure without incident. No patient consequence.